Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and the customer was instructed to complete the reset and perform a software update. No additional information was available concerning the pump's serial number.